Manufacturer narrative:
Device evaluation: one cadd solis vip pump was returned for analysis. A high alarm displayed: cassette not attached properly was found in the history. A disposable cassette was attached for tests which passed. The customer's problem could not be repeated or duplicated.

Event description:
Additional information provided indicating that there was no patient involved.

Event description:
Information was received indicating that a smiths medical pump alarmed "cassette not attached properly". There were no reported adverse events.